Manufacturer narrative:
Product event summary: at analysis the customer comment of broken connectors was confirmed, the output connector assembly was broken. It was additionally noted that the battery drawer was broken, the display wires were pinched (insulation was not compromised), the keypad, two case screws and hanger screw were contaminated and the "main world" label was damaged. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial and ventricular connectors were broken and that the pacing cable was unable to be connected. The generator was returned for service. It was additionally noted that this was discovered during the pre-use check and that there was no patient involvement.